Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized from (B)(6) 2018 due to a driveline infection. The patient was treated with ciprofloxacin. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the patient's driveline infection could not conclusively be determined through this evaluation. The heartmate 3 instructions for use (IFU) lists local, pump pocket, and driveline infections as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of this IFU as well as in the patient handbook. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.